Event description:
Info received indicates the wrench light and lockouts are on due to the left coiled cable being cut and exposing bare wiring.

Manufacturer narrative:
The biomed replaced the coiled cable to repair the bed.